Manufacturer narrative:
Evaluation: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however no information has been received to date. The provided information indicates the fracture was due to a fall and not related to the devices; however a definitive root cause cannot be determined with the information provided. Evaluation: it is not suspected that the product failed to meet specifications. Review of the device history records was not possible as the product and/or lot numbers were available. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the patient was revised due to a fall, which fractured the glenoid.